Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high varying pacing impedance with a confirmed fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.